Manufacturer narrative:
A ge service rep performed an on ste investigation. The right monitor was replaced and the handle repaired during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the right monitor on the 6800 system went blank. Also the handle was loose. No pt injury was reported.